Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated potassium results generated on the alinity c analyzer on a patient. Results provided: (B)(6) 2022 sid (B)(6) = 6.6 / 6.7, repeated on another alinity = 4.8 / 4.7 (no uom provided), normal range: 3.5-5.1. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely increased alinity c potassium results included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances for the complaint issue. The quality control was acceptable when the falsely decreased result was generated. This indicates the assay is performing as expected. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency was identified.